Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that patient 's ipg was inoperable and would not communicate with the external devices after patient underwent unrelated procedure on an unknown date . As a result, surgical intervention was undertaken where in the ipg was explanted and replaced. Therapy restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.